Event description:
Unable to speak with the patient/layperson, this senior medical surveillance specialist will send a letter and has reviewed the customer care advocate's (cca's) documentation. In 2009, the patient informed a cca that blood glucose results with her onetouch ultrasmart meter were erratic, 181, 144, and 160 mg/dl, all performed within less than 10 minutes. The variance is within the expected less than equal to 20%. The patient took no action. The reported product issue date was not specific, possibly the month prior. On a date and time not provided after the issue began, the patient was nauseated with blurred vision and chest pain. The patient, who takes no diabetes medication, reportedly was seen by her physician, again date and time unknown. The physician referred the patient to a cardiologist and a diabetes specialist only; no treatment was given. Because the patient alleged having symptoms after the issue began, the complaint is reported since the symptoms meet the criteria for serious injury although no treatment was given to the patient. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.